Event description:
The user facility reported a patient experiencing an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support, and during support, low pump flow was encountered. The patient had a successful coronary artery bypass graft surgery. The impella cp pump was turned to p-2, and there was a loud "whining" sound. Once changed to p-0, the sound went away. When coming off bypass and attempting to increase the pump flow, the pump was unable to go above p-1 without suction alarms. On transesophageal echocardiogram (tee), the pump placement looked shallow at two centimeters from the aortic valve. The physician attempted to reposition and advance the pump three centimeters with little change and still would not go above p-1 with suction alarms persistent when attempted. It was noted the volume was adequate and right ventricle appropriately contracting on tee. The physician stated the patient was hemodynamically stable off pressors, ejection fraction improved, and the decision was made to remove the impella cp pump which was explanted one hour later in the intensive care unit.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs confirmed the failure mode and clinical narrative. Logs showed after about 118 hours, p-level was down to zero for about 1.75 hours & restarted on p-2. No motor current spike was found. After pump restarted, low flow and suction alarms observed that triggered per auto suction response. Several suction alarms were seen during most of the case and also placement signal was down trending since start of the pump support. Product was not returned for investigation. The root cause of the low pump flow was most likely patient condition related per log and clinical review. Added- h6 impact code 4628.